Event description:
It was reported the pt was not receiving full stimulation and reprogramming had initially resolved working around impedance issues. Follow up identified the physician undertook surgical intervention and replaced one lead. The physician tested the lead intraoperative and it continued to show impedance issues. It was also reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.